Event description:
The event is reported as: "incoming inspection alleged issue: torn package." No pt injury reported.

Manufacturer narrative:
A visual inspection was performed. From the picture it was observed that the packed is damaged. No other defects were observed. Per device history report (DHR) investigation did not show issues related to this complaint. Assessment was conducted and no changes required. Although, from the picture it was observed that there was (damage in package), the complaint cannot be confirmed and a conclusive root cause cannot be determined since the sample was not available. The manufacturer will continue to monitor and trend relating complaints.